Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Alleged memory fault. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 20th june 2016. No fault was found with the returned sam 500p¿s ability to record event data. The reported issue was due to the user downloading the incorrect log entry from saver evo. There were two log entries for the date of the reported patient involved event on the 10th february 2019. The first of these log entries lasted approximately 6 minutes in duration and is therefore presumable the patient involved event. The second of these log entries lasted less than a second. The sam 500p was stressed tested during the course of the investigation while performing scheduled self-tests test over a period of 48 hours. The device successfully recorded all data and also logged the shock testing carried out, confirming the data recording functionality. This complaint is 1 of 5 reported by a french distributor for sam 500p units used by sdis 29 fire and rescue department for inconsistent data recorded during patient involved events. No fault has been found with any of the devices. This would indicate the incorrect saver evo file has been downloaded by the distributor for these events. The user accessible memory log had been erased for all the sam 500ps therefore no further information was available to review. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
Alleged memory fault. There was no patient involved in this event.